Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6), ubd: , UDI#: h3. Analysis found that the battery was out of electrical specification, scrapped due to failed cycle count should be <(><<)>150 reads 153. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were charging their implant last night and when they unplugged the controller and plugged the controller to the 'electric' the controller displayed a message that they couldn't recall. Patient stated they couldn't shut the controller off or turn the controller on and the controller 'died'. The pt can't charge their implant. Patient noted they were in their vehicle and did not have access to an outlet. Agent advised patient to call patient services back for troubleshooting. Patient called back to troubleshoot. Patient removed the battery and plugged the ac power supply cord into the controller. Controller powered on and patient got screen 79 (battery empty cannot continue recharge the controller). Patient inserted the battery pack and denied green light above the screen. Patient was still seeing the recharge the controller message. Patient denied damages in the battery compartment and battery pack. Agent advised patient to call back if the issue persisted. A replacement battery pack was sent out. No symptoms were reported.